Manufacturer narrative:
Date of event - aware date of (B)(6) 2023 used as event date is unknown.

Event description:
It was reported that a cerebral vascular accident occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). The patient was discharged the same day on xarelto. In (B)(6) 2023, the patient presented to the emergency department with symptoms of an ischemic stroke. The patient remains under physician monitoring.

Event description:
It was reported that a cerebral vascular accident occurred. In january 2023, a left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). The patient was discharged the same day on xarelto. In february 2023, the patient presented to the emergency department with symptoms of an ischemic stroke. The patient remains under physician monitoring. It was further reported the patient presented to the emergency department with right hand weakness, dysarthria, apraxia, and memory loss. Magnetic resonance imaging (MRI) indicated a left parietal infarct and computed tomography (CT) indicated a left lower lobe mass suspicious for primary lung carcinoma. Symptoms of apraxia and memory loss persisted. The patient was instructed to begin taking aspirin, 81mg, and a medication change from simvastatin to atorvastatin was initiated. The patient was discharged two days post admittance to the emergency department.